Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code recurred, which caller acknowledged and understood.